Event description:
The manufacturer was contacted about a rep dreamstation auto CPAP, dom - recrt, with claims of chest pains and difficulty breathing. The patient alleges they were hospitalized due to these events. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.